Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the xience otw 3.0 x 18 mm was implanted in a moderately calcified lesion in the left anterior descending artery (lad) without performing predilatation; however, implantation was successful at 16 atm. The pt was in the holding room and approx thirty minutes following the procedure the pt had chest pain and was taken back to the cath lab. A spiral dissection was observed at the distal edge of the stent so the area was ballooned and a xience otw 3.0 x 12 was implanted to treat the dissection. Reportedly, the pt is doing well. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection and angina are listed in the risk assessment and IFU, and are not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Angina was likely the result of the dissection. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." The lesion was not pre-dilated, which may have contributed to the difficulties experienced. A conclusive root cause cannot be determined.